Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. No product was returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including right heart failure, and renal dysfunction), and death that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, the patient was implanted and hydroxycobalamin was administered, however the patient was not vasoplegic. The right ventricle was restrictive, early diastolic 2 mm hg, square-root 15 mm hg with plateau. The patient was liberated from the ventilator. The milrinone infusion was 0.125 to 0.25 mcg/kg/min, epinephrine 0.046 to 0.03 mcg/kg/min, dobutamine 5 to 4 mcg/kg/min. A fixed dose unfractionated heparin infusion was started.

Event description:
It was reported that the patient passed away due to distributive shock, right ventricle failure, and kidney failure. The right heart failure existed pre-left ventricular assist device (lvad) implant with severely reduced function prior to implant and mild to moderate reduced function post implant. The renal dysfunction was most likely caused by brief cardiopulmonary resuscitation (CPR) requirements and then need for continuous renal replacement therapy (crrt). The patient exhibited symptoms such as change in labs and hemodynamics. On (B)(6) 2024, the epinephrine infusion was unchanged at 0.03 mcg/kg/min and dobutamine was at 4 mcg/kg/min. The cardiac intraventricular septum appropriately shifted towards the right during systole. The left ventricle was amply full. Worsening renal function prompted milrinone infusion wean and discontinuation. Vasopressin and low dose norepinephrine infusions were started to support renal perfusion. The patient experienced cardiopulmonary arrest requiring brief CPR and reintubation. A plan for crrt was made. On (B)(6) 2024, a protek duo insertion was performed and dobutamine was stopped. The lvad speed was ramped to 6300 rpm. On (B)(6) 2024, the protek duo was displaced and removed. Angiotensin ii (giaprezza) and norepinephrine (levophed) were weaned off. The pulmonary artery catheter was replaced. The patient experienced severe acidosis on maximum crrt support. An impella rp flex was placed. On (B)(6) 2024, the lvad speed was 5500rpm, the inhaled nitric oxide was weaned, and crrt ultrafiltration was increased. On (B)(6) 2024, lvad speed was 5400 rpm, inhaled nitric oxide was up to 40ppm. The patient was placed on comfort care measures, then passed away. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.